Event description:
Boston scientific crm received information that this patient complained of pauses and dizziness. Upon admission to the hospital, it was determined that both the atrial and ventricular leads had dislodged. Both leads were successfully repositioned and remain in service.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.